Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device could not be interrogated with rf wand but was able to be interrogated inductively. The same rf wand and programmer were used with several patients without any issues. It was also noted that inductive could only be used with merlin.net. No troubleshooting was performed. The physician will continue to monitor the patient.